Manufacturer narrative:
(B)(4). The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. Due to the I-blade was on the wrong side, the electrode and ceramic were separated from the lower jaw. Upon visual inspection to the electrode it was observed that the ceramic was partially missing. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that as a result of the damage to the device a ¿replace instrument¿ alert screen were displayed by the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, an error message replace instrument was displayed. The doctor commented that the target tissue might be thick. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.